Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the flapper valve was broken. The trocar balloon, obturator and valve doors appeared intact. The inflation syringe was not received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic bowel procedure, the spring fell out from the port and fell inside the patient, it was noticed by the surgeon and was retrieved. As stated, the product was replaced with a new item to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic bowel procedure, the spring fell out from the port and fell inside the patient, it was noticed by the surgeon and was retrieved. There was no patient injury.